Manufacturer narrative:
Baxter requested the pump for evaluation but it was not isolated. The facility provided the pump event history which was reviewed by baxter pal lab technician. The event history showed: "2006 07:30:34 - pump powered on, channels a and b programmed as follows; channel a was programmed and infusing back and forth between primary infusions at the rate of 125 ml/hr and piggy infusions at the rate of 200 ml/hr. Channel b was programmed at the primary rate of 3 ml/hr and was increased as the day continued (6 ml/hr, 9ml/hr, 12 ml/hr, 15 ml/hr, 18 ml/hr, 21 ml/hr, 24 ml/hr, 27 ml/hr, 30 ml/hr and then start decreasing at 11:33:25, 25 ml/hr and then 20 ml/hr. At 11:40:34 channel b was put into standby mode for approximately 9 minutes. At 11:59:28 channel b was taken out of standby mode, softkey #3 was pressed (piggy) and programmed at the rate of 200 ml/hr and started at 12:00:08. At 12:06:09 the stop key was pressed, 20 ml had infused. Open key was pressed; tubing was unloaded and channel b was put into standby mode. Conclusion: it was confirmed by the event history that channel b was programmed with a piggy infusion at the rate of 200 ml/hr for 20 ml on the same day. There is approximately a one hour difference in the reported incident time and the time of the incident in the event history log. Reported incident time: 13:00, time of event found in event history log: 12:00." Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported an infusion pump with misprogramming during patient infusions. Reportedly, penicillin 2.5 million units was piggybacked into the mainline on channel a- inadvertently programmed rate for channel a on channel b- 20 ml of pitocin delivered causing uterine hyperstimulation". Terbutaline 0.25mg was given intravenously to slow down the contractions. The concentration of pitocin was 30 units in 500 ml normal saline running at the time of the occurrence at 20mg/min. On channel a: main IV of dextrose 5% lactated ringers at 125 ml/hour. The patient delivered the baby the same day but there were no complications to mother or baby.